Manufacturer narrative:
The investigation for the reported patient injury has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the patient injury was determined to be patient condition and the relationship to impella is unknown as it was noted in the complaint that the lung bleed was not attributed to impella. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that that the patient was on impella cp support as a bridge to transplant. There was a suspicion that the patient had pulmonary bleeding due to hemoptysis and compatible computed tomography scan images. As a result, it was decided to explant the device and a centrimag implant was scheduled a few days later.